Event description:
The customer's mother reported via phone call that all the sets have been affected by over-delivery or under-delivery of insulin. There have been 2 times where the customer had been given at least 20 units. Last time, it was an over-delivery of 50 to 60 units. The pump was replaced because they thought it was a pump issue. Last night the customer's blood glucose was 33 mg/dl. Customer treated by giving liquid glucose, snacks, and up to 200 carbs uncovered. This morning the pump said that it should have 118 units in the reservoir but it says less than 100. Caller also had air bubbles in the tubing after filling. Caller reported that the customer was throwing up and her blood glucose at the time was 50 mg/dl. Customer's current blood glucose was 84 mg/dl. Customer stated that the reservoir was manipulated while connected. Pump passed the displacement test. Customer has had stomach problems and nausea for over a year. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.